Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in to hospital due to syncope. The patient was seen in the intensive care unit after apparent cardiac arrest, it was believed by the rep no CPR or external defibrillation occurred. The cause of syncope could not be determined. The device exhibited backup vvi. There has been no report of intervention. The device remained implanted.